Event description:
Customer's wife reports that meter read lo on display before dosing the strip while using the active system. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.